Event description:
The customer contact reported the pump delivered more than intended. The pump was returned to the biomedical dept with an unsigned note that stated, "pump putting out more then asked, inaccurate flow/infusion rate." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the mfg facility. The customer did not provide a specific event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event.